Manufacturer narrative:
It was reported that during the use of the golvo lift, as the patient was being transferred from the bed in the lift, the strap came out of the slingbar and the patient fell on her head and shoulder to the floor. The customer also reported that the lift's slingbar was not damaged. Follow up with the customer found that during the transfer of the patient, the loop of the sling came out from behind the slingbar's latch. The patient sustained an intracranial hemorrhage, fractured humorous, clavicle, and ribs. The patient was hospitalized for observation for four days, no additional medical or surgical intervention was performed. The patient is reported to have "recovered and doing fine. An intracranial hemorrhage refers to bleeding within the intracranial vault, it can be life-threatening and treatment is based on the severity of the bleeding. A fracture is a partial or complete break in a bone. Treatment is dependent on the location and severity of the break. Minor breaks are often treated with motion limiting devices whereas severe breaks could require surgery. An inspection of the lift by a hillrom technician found the lift to be functioning as designed. The instruction for use states to make sure that the slings loops are connected correctly before lifting. Instruction for use for the golvo 8000, (B)(4), states under safety instructions: before lifting, always make sure that: the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. Based on the inspection from the service technician and the information supplied by the customer, the most likely cause of the event is use error that resulted in the misapplication of the sling to the sling bar attachment point, which led to the patients fall. The reported fall and subsequent injuries can be contributed to use error. Although it was reported that the patient recovered, no medical or surgical intervention was performed, and the device was found to be working as designed, this event is considered reportable based on the injuries involved.

Event description:
It was reported that during the use of the golvo lift, as the patient was being transferred from the bed in the lift, the strap came out of the slingbar and the patient fell on her head and shoulder to the floor. The customer also reported that the lift's slingbar was not damaged. This report was filed in our complaint handling system as (B)(4).